Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention in which the system was explanted. The infection was treated with oral antibiotics for 3 weeks and has since resolved.